Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. (B)(4).

Event description:
A facility reported that during intraocular lens (iol) implant surgery, while the lens was unfolding, the lens tilted and part of it scraped the posterior capsule causing the posterior capsule to tear. Attempts at centering the lens were unsuccessful and the lens continued to dislocate due to the lack of support. The facility reported one haptic is inside the capsular bag and the other haptic is within the vitreous body. Additional info was received from the surgeon, who reported the retinal surgeon has exchanged the lens with another model lens which was placed in the sulcus. He stated the pt is doing very well and his vision is 20/20. Additional info has been requested.